Manufacturer narrative:
The reported field event of premature depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Review of electrocardiograms noted that inappropriate therapy was delivered but the device behaved as programmed.

Event description:
New information received indicated that review of electrocardiograms revealed that the implantable cardioverter defibrillator delivered inappropriate therapy but had behaved as programmed.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted. Patient was stable.